Event description:
It was reported the pt is not receiving effective stimulation therapy. The pt stated he continues to feel pain even though the stimulation is covering his pain areas. The pt would like his scs system removed.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.